Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger twice during deployment of t1. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during the meniscus repair procedure, both implants were simultaneously deployed. T2 was removed. The procedure was completed with a back-up device. 10 minutes delay was reported. No patient injury was reported.

Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that during the meniscus repair procedure, the t's implants simultaneously deployed. T2 was removed. The procedure was completed with a back-up device. No patient injury was reported. 10 minutes delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.